Manufacturer narrative:
H6- method: review of inspection/manuifacturing records noted no discrepancies. H6,results: surgeon's operative notes indicate pt complained of pain after his knee buckled while descending a step. Trauma induced stress to polyethylene components can have a deleterious effect which may result in accelerated wear. H6, conclusion: device failure is attributed to accelerated wear of the tibial insert induced by trauma.